Event description:
Dome flipped filter. Filter flipped when halfway unsheathed down to bifurcate of iliac. Squeezed cold saline and was able to straighten out filter for successful deployment to targeted location. Procedure was prolonged because of extra effort needed to straighten filter.